Event description:
The reporter indicated that a 12.6 vicmo 12.6 implantable collamer lens of -10.50 diopter was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was explanted due to low vault. This resolved the problem. Cause is reported as unknown. Cause is reported as unknown.

Manufacturer narrative:
Weight-race:unk. Claim#: (B)(4).

Manufacturer narrative:
Device evaluation: h3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the returned lens did not meet original values measured at the time of manufacturing. Claim#: (B)(4).